Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer biomet cross-drive screw catalog #: 41-2006 lot #:ni, zimmer biomet traumaone plate catalog #: sp-2376 lot #:ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00250 and 0001032347-2019-00251.

Event description:
It was reported that a plate fractured approximately six weeks after implantation. A revision to removed the fractured plate and the screws used to fixate the plate was scheduled to take place on (B)(6) 2019, however confirmation of the revision has not been received. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.